Event description:
The customer stated that she tested her blood glucose and received a reading of "lo" using her new contour meter. She retested using her other contour and received a reading of 125 mg/dl. The difference between the readings, falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of her test strips while troubleshooting. No product will be returned for evaluation.